Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, 2,124 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that within the past month's impedances have increased. The health care professional (hcp) will leave the device in unipolar pacing and bipolar sensing. No observations of noise were present. Technical services discussed possible causes. At this time, the device and (B)(6) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).